Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump is giving them a sending error. Customer's blood glucose level was 135 mg/dl. Caller states it takes a long time to read the display on the insulin pump. Customer received a transfer failed error during an upload session. Customer also received a radio frequency pic failed self-test alarm. Troubleshooting was performed for the alarm. Customer was advised that the insulin pump will need to be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.